Event description:
The account reported that a piece of blue lint from a towel was found in the operative site and was removed.

Manufacturer narrative:
It was reported that a piece of blue lint from a towel was found in the operative site during a surgical procedure. The lint was manually removed by the surgeon. The site was not irrigated. There was no serious injury or the need for any additional intervention. The procedure continued without further incident. The sample of lint was received for evaluation. It was not discolored and showed no indication it had been in contact with blood or body fluids. The towel which was reported to have produced the lint was not returned with the sample. The piece of lint may have originated from an or towel.